Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving gabalon at an unknown dose via an implantable infusion pump for vascular disease of spinal cord. It was reported that abdominal pocket internal hemorrhage was observed with an event date of (B)(6) 2021. A pump replacement operation had just been performed on (B)(6) 2021, during which there was no particular problem. It was noted that at the time of the replacement, the pocket became a little larger when the pump implantation position was changed a little. Per the attending physician's assessment, there may have been an impact associated with that. On (B)(6) 2021, hemostasis treatment was performed and on (B)(6) 2021 a blood transfusion was performed with a certain amount of bleeding. On (B)(6) 2021 the patient's course recovered steadily and the outcome was in remission. It was indicated that the severity of the event was serious. Per the attending physician's assessment, there was no causal relationship with the itb pump system and drug, but the causal relationship with the procedure could not be denied. No further patient complications were reported or anticipated.